Event description:
Customer reported that 3 sample bar code ID labels were misread by the analyzer. The misreading resulted in a different identification number being assigned to the samples. In the sequence of 35 sample ID labels, 3 of the labels were misread.